Manufacturer narrative:
Due to character restrictions in block telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while unit was charging and in idle, the cardiosave intra-aortic balloon pump (iabp) unit would not charge. There was no patient involvement.

Manufacturer narrative:
Additional information: e1( event site telephone: (B)(6). A getinge field service engineer (fse) inspected the unit and found that the power board was faulty, and then the hospital quoted a price. Since the device was under warranty by the dealer, the dealer found an external repair solution by itself. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, equipment has been processed by a third party and is used clinically. As far as clinical use is concerned according to the situation, the equipment is used normally. All functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : repair done by third party.

Event description:
N/a.